Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard straight, 20g x 1.16" the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: hello again. Another nurse has reported an instance of this same problem with a needle that would not retract. She said it was again a 20ga catheter, but she did not save the device or package, so I don¿t have any physical or photographic information.

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported while using bd insyte autoguard straight, 20g x 1.16" the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: hello again. Another nurse has reported an instance of this same problem with a needle that would not retract. She said it was again a 20ga catheter, but she did not save the device or package, so I don¿t have any physical or photographic information.